Manufacturer narrative:
The device corresponding to this report was not returned to our facility for evaluation. A detailed investigation can not be performed without the device. This is the first complaint ever filed for this specific product. However, review of past complaints of this nature for similar products show that the disposable electrode tip breakages are related to one (or more) of the following user errors: bending the loop prior or during use thus weakening the strength of the wire (also in violation of the instructions for use). According to the fulgurating electrodes instructions for use (p/n 1000-400-830), forceful bending, twisting, or kinking of the electrode may lead to insulation damage and cause electrical shocks or burns. Specifically, decreasing the angle from its intended specification increases the likelihood of tip breakage failure. Applying excess physical stress on the wire while resecting. The failure mode becomes even more apparent if there is no or inadequate electricity running through the wire while resecting. The wire is very thin which is ideal for surgeons if used correctly. This requires the correct amount of electricity combined with mechanical force to cut the tissue while not breaking the tip. Probable root cause: patient or user related/misuse.

Event description:
On or about march 31, 2010, stryker received a personal injury lawsuit alleging that a patient underwent shoulder surgery on april 8, 2004 and following surgery a stryker painpump was prescribed. The patient was diagnosed with chondrolysis and alleges that chondrolysis is a result of the continued injection of medication into their shoulder. There are no allegations that the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.